Manufacturer narrative:
The insulin pump was received with blank display and hot battery anomalies due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, peeling end cap address label, moisture damage on motor home switch, corrosion in battery tube and corrosion on battery spring. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. They changed the batteries because it had a low battery alert. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. They are calling back after receiving a new battery cap. Customer also stated that the pump was hot. Advised that they remove the battery to inspect the battery compartment and cap for damage. They stated that the actual battery was hot. Customer was advised that insulin pump would need to be replaced. Insulin pump will be returning for analysis.